Event description:
Reportable based on analysis approved on (B)(4) 2014. It was reported that crossing difficulty was encountered. The 90% stenosed target lesion was located in a severely calcified and severely tortuous right coronary artery (rca). Following predilation once or twice with a 2.5x15mm maverick balloon catheter, a 3.50x8mm promus element plus drug-eluting stent was selected to treat the target lesion but was unable to cross. Dilatation was performed again with a balloon. The procedure was then completed with another of the same device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: a visual and microscopic examination found that the stent was damaged at the distal end. The struts on the most distal row were raised and misaligned. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).